Manufacturer narrative:
No further patient sample is available to investigate the issue. Siemens representative observed 10 nurses, doctors and technicians running both urinalysis and hcg tests and asked them a list of basic questions relating to how to run a urine dipstix and hcg test. Siemens representative reviewed and observed only half had been trained and none of the staff could produce a competency as proof of training. Four staffs did not know how much sample was needed for an hcg. Two people were over filling the sample well with two pipette fills of urine. One staff member pointed to half way up the pipette and said 'about half full'. Siemens representative noticed that on running the urine dipstix only two staff members blotted the strips before placing them on the test table. None of the staff understood how the test worked, therefore the implication of how a dirty analyser can potentially lead to a miss-reading of the test. The cause for the event is due to the staff not trained enough to perform the test correctly and to maintain instrument regularly.

Event description:
Customer reported that instrument displayed false positive result for human chorionic gonadotropin (hcg). Customer also reported that a serum sample was sent to the laboratory which came back as negative. Customer indicated that the patient had been told the urine test was positive and became very distraught. Customer indicated that treatment was not changed as a result of the incident. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the false positive hcg result is unknown.